Event description:
It was reported that the pt presented in clinic and the pacing lead impedance was measured high and out of range. The impedance has been increasing over time. The lead will be monitored.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.